Manufacturer narrative:
Qc on the day of the event exhibited imprecision. A field service engineer (fse) replaced the electrolyte injection cap (eic) assembly because of cap debris and other precipitate not able to clean out. The fse also replaced the modular chemistries (mc) sample probe, t-valve, and mc sample syringe. The fse verified the instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 800 synchron clinical system generated false sodium (na) and chloride (cl) results. The samples were re-tested and different results were obtained. No wrong results were reported out of the lab. There was no effect to patient treatment.